Manufacturer narrative:
Customer returned (photos and 10) loose 1/2cc, 8mm syringe. Customer states that a string like plastic fm was attached to the needle. The returned syringe was examined and no fm was observed on any part of the syringe. As per manufacturing, a review of the device history record was completed for batch# 6270527. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found a string like plastic foreign matter attached to the needle of a bd lord's ¿ syringe before use. No injury or medical intervention.